Event description:
It was reported that a decrease in rv pacing lead impedance and an increase in capture threshold were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.